Event description:
This report summarizes two malfunctions. The information reviewed indicated that model 0805910 chronic catheter allegedly experienced catheter dislodgement. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.

Manufacturer narrative:
H10: of the 2 devices, 1 lot number was provided, and the lot history review was performed. Of the two reported malfunctions, 2 devices and 2 photos were returned for evaluation. One device was confirmed for dislodgement of the catheter and the second device is currently under investigating the issue at this time. The devices are labeled for single use. H10: g4. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 2 devices, 1 lot number was provided, and the lot history review was performed. Of the two reported malfunctions, 1 devices and 2 photos were returned for evaluation. Dislodgement of the catheter confirmed for both devices. A definitive root cause could not be detemined. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model 0805910 chronic catheter allegedly experienced catheter dislodgement. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.

Manufacturer narrative:
Of the 2 devices, 1 lot number was provided, and the lot history review was performed. Of the two reported malfunctions, 2 devices and 2 photos were returned for evaluation. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model 0805910 chronic catheter allegedly experienced catheter dislodgement. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.